Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer states that the feeding tube broke at the base of the y connector.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A picture was provided with the complaint record. Based on the digital image, it was not possible to confirm the reported issue. A sample without original package or lot number was received for the evaluation. After performing visual inspection per manufacturing procedure, the reported condition is confirmed. By reviewing the process, a root cause could not be determined. The most likely root cause could be user misuse. No corrective actions are deemed necessary at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes.